Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety the connection was poor. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: update on 24 may we inform you that we collected 3 pieces for each code indicated, in the form from the hospital they indicated an indicative number as this is a problem that happens often and the date indicated is one of many. We confirm that there were no particular consequences for the patient and the operator. The samples did not come into contact with chemotherapeutic agents. They report that they have encountered problems with adhesion between the device and its conical tube connector resulting in a high risk of accidental blood spillage. They say that the venflon pro safety used with the connectors, which they do not purchase from you, having silicone there is no adhesion. "Adhesion problems between the device and its conical tube connector resulting in a high risk of accidental blood spillage. Several batches were predominantly involved with the size g20, in rare cases also size g18 and g22 were involved". The device was used, first use. Number of pieces involved 10. No consequences.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 21-june-2023. Investigation summary our quality engineer inspected the (B)(4) photo and 3 representative samples submitted for evaluation. The reported issue of connector loose was not confirmed upon inspection of the samples. The returned photo showed a non-bd product, so it could not be used to evaluate the incident reported. Analysis of the samples showed that there were no abnormalities or defects observed. The luer cones of all the returned samples were measured and found to be within manufacturing specifications. Bd could not determine a manufacturing related root cause since the reported defect was not confirmed during the evaluation of the sample. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd venflon¿ pro safety the connection was poor. There was no report of patient impact. The following information was provided by the initial reporter, translated from italian to english: update on 24 may. We inform you that we collected (B)(4) pieces for each code indicated, in the form from the hospital they indicated an indicative number as this is a problem that happens often and the date indicated is one of many. We confirm that there were no particular consequences for the patient and the operator. The samples did not come into contact with chemotherapeutic agents. They report that they have encountered problems with adhesion between the device and its conical tube connector resulting in a high risk of accidental blood spillage. They say that the venflon pro safety used with the connectors, which they do not purchase from you, having silicone there is no adhesion. "Adhesion problems between the device and its conical tube connector resulting in a high risk of accidental blood spillage. Several batches were predominantly involved with the size g20, in rare cases also size g18 and g22 were involved". The device was used, first use. Number of pieces involved 10. No consequences.